Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer reported that they "attempted to apply a sensor to the arm but it would not stick". No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. There was no report of third-party treatment or self-treatment due to this issue. Based on the information provided, there was no report of serious injury associated with this event.